Manufacturer narrative:
Device has been discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had cesarean-section in the morning on (B)(6) 2023. During closing, started coughing profusely, blood kept welling up and through the fascial incision, not improved once coughing subsided. Physician re-opened the skin and fascia and hemostasis was observed throughout with no clear source of the blood noted. Re-closure was done, arista applied to subcutaneous space and the skin was closed with insorb staples. Excellent hemostasis observed. Pressure dressing applied. Patient had dressing change due to saturation in afternoon, then dressing came off and was replaced. Registered nurse caring for patient went to check on dressing and found increased bleeding again. Surgeon called to bedside and noted small open area of failure of skin staples. 3m steri-strip reinforced skin closures and benzoin placed with pressure dressing. Patient's pressure dressing saturated with blood again in the morning. Dressing removed. Steri-strips no longer well applied to area of incision that is open at midline, and small amount of drainage noted. Discussed options with patient, plan to close with suture at bedside, both of the 2cm opening at midline, and the 1.5cm opening at right side of incision. Patient tolerated procedure well. Mepilex placed over incision. . Attempts for additional information were conducted. It was confirmed that the stapler was discarded and that the lot number was unknown. 1216677-2024-00003 2030. Insorb stapler 2024-02-0000188.

Manufacturer narrative:
Distribution history: the lot number was not provided for this complaint, no information of distribution history could be performed. Manufacturing record review: the lot number was not provided for this complaint, no information of manufacturing record could be performed. Incoming inspection review: the lot number was not provided for this complaint, no information of incoming inspection could be performed. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history related to "wound separation" shows 7 similar reported complaints including the one under investigation. None of the complaints reviewed were confirmed. Product receipt: the complaint product was not returned. Visual evaluation: the complaint product was not returned, no visual inspection could be performed. Functional evaluation: the complaint product was not returned, no functional inspection could be performed. Root cause: not enough information to define a root cause for this complaint, however this failure mode will be monitored. Coopersurgical will continue to monitor this complaint condition for trends. No corrective action is determined since the complaint is not confirmed.

Event description:
No additional information is available.